Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of post-operative symptom onset (pain) and development of non-union is unknown. This report is for one (1) unknown 5.0mm locking screw. Without a valid part and lot number, the UDI is not available for reporting. The original implant procedure was performed on an unknown date approximately eight (8) to ten (10) months ago. Per facility, the complainant parts were discarded and are no longer available for evaluation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for intertrochanteric fracture on an unknown date with the implantation of a trochanteric fixation nail (tfn), helical blade, and 5.0mm locking screw. At some post-operative time, the patient began experiencing pain in the leg/groin area; non-union was later confirmed. On (B)(6) 2016, the patient returned to the operating room where all of the original, intact hardware was removed. The patient was then revised to a total hip arthroplasty. The procedure was completed successfully with no reports of delay. The patient's post-operative status was reported as "good." This report is for one (1) unknown 5.0mm locking screw. This report is 3 of 3 for (B)(4).